Manufacturer narrative:
(B)(4).

Event description:
It was reported that the outer sheath of the biosure sync 7-8mm tibial fixation screw was found to be distorted when removed from the packaging and the screw broke during implantation. A backup device was available to complete the procedure without any reported delay or patient impact.

Manufacturer narrative:
One 7-8 mm biosure sync was returned for evaluation. Visual assessment of the device shows one of the four fins has broken off. The break area shows signs of plastic deformation. The fin appears to have been stressed to failure. Dimensional inspection confirmed the device met print specification. As reported device was noted to be damaged prior to use. Per the device IFU under precautions ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device¿. No root cause related to the manufacture of the device can be established. No further investigation is required at this time. (B)(4).